Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown.

Event description:
Medtronic received information that 28 days post treatment of an aneurysm located in the internal carotid artery, the patient suddenly suffered a subarachnoid hemorrhage and died. CT imaging was performed and the physician believed the aneurysm site to have been bleeding. The aneurysm treated was unruptured and the procedure was according to standard procedure and completed successfully. Post-operative imaging evaluation was good and the patient regained consciousness and discharged three days post procedure. It is unknown if dapt was administered.